Event description:
User reports discrepant sodium and potassium results. Two pt examples provided: pt 1, tested in 2008, potassium initial result 11.5 mmol/l; repeated three times giving 9.8 mmol/l twice, and 4.0 mmol/l. Pt 2, tested the following day, sodium initial result 99 mmol/l; repeated twice giving 150 mmol/l both times. Erroneous results were not reported. The field service rep determined the waste pump to be the cause and replaced the pump. Performance tests performed which were within spec.